Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up, post paced t-wave oversensing was observed. The patient did not receive therapy. The oversensing was noted on a stored egm. The device was reprogrammed and remains implanted.